Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough sample analysis or batch record review could not be performed and no specific conclusions can be drawn. However, a representative from (B)(4) conducted a sight visit at this facility in order to perform in-service training and troubleshoot this issue. It was reviewed with the facility to tighten the set an extra 1/4 turn when attaching to the caresite luer access device in order to ensure the caresite opens. Since the facility has started doing this, there have been no pump alarms or occlusions reported. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: event # 2: reports two 28 g PICC lines were placed in two different babies. As soon as they were hooked up to IV fluids with the adaptors, the pumps alarmed for occlusion with high psi on the pump. If a clinician was not there both times to troubleshoot, the lines would have clotted off. These lines were lifelines for (B)(6) babies. Both lines were removed by opening up the code cart and using the old products. Without a luer lock device on the PICC lines, changing the tubing is a problem with the central line being open with tubing changes. This is not best practice for a central line.